Event description:
On (B)(6) 2011, the pt underwent treatment of a thoracic dissection with three conformable gore tag thoracic endoprostheses. It was reported that upon withdrawal of a 24 fr gore dryseal sheath (unk/unk), the pt's right common iliac artery ruptured. Two devices were implanted in the iliac artery to repair the rupture, and the pt's blood pressure returned to normal. It was reported that the pt had a couple "episodes" during recovery. The pt's current condition is unk. Additional info has been requested.